Event description:
The device was returned to the manufacturer due to patient death. The exact cause was not provided but listed as "non-cardiac". Further information is being requested at this time.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent, when the analysis is complete and/or, when additional information is received from the hcp.